Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our evaluation is based on the information and photographs provided by the hospital. Results: inspection of the provided photographs revealed that the dome had separated from the base of the chamber, as reported. It was further noted that there was no obvious damage to the dome and the rolled section of the base appeared to have lifted, allowing the chamber to separate. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: without the return of the complaint device, we were unable to determine what caused the reported damage. However, it is known that the integrity of the chamber can be affected when pressures exceed 80cmh2o, which may have occurred due to the back pressure from the circuit being occluded at a flow of 60l, as reported by the hospital. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 humidification chamber became disassembled at the base. The hospital reported that the flow to an rt241 breathing circuit was increased to 60l, after which the water bag began to inflate and the back pressure caused the metal base of the chamber to detach. The hospital technician further commented that there was a dent in the circuit, indicating that the tube may have been occluded in some way. No patient consequence was reported.